Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic lobectomy. While firing on the 'vein lobs inferior', the stapler was not able to fire. The surgeon pressed the green button but could not squeeze the handle. To complete the procedure, another manual handle and reload were used. No patient injury or extension in surgical time.